Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetic nurse reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 488 mg/dl. Customer was treated with manual injection. Customer was not alleging that the insulin pump was under delivering. Customer reported that they were using auto mode at the time of incidence. Customer felt okay to troubleshoot the issue. The insulin pump will not be returned for analysis.